Event description:
It was reported that high hv lead impedance values were observed. Noise was also observed on the stored egms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 11.1cm was returned for analysis. External insulation abrasion was noted at 6.2-6.9cm from the connector pin consistent with lead friction to the ICD can.